Event description:
The customer reported that the x-ray image, generated by the bv pulsera, is very blurry and a dark ring would occasionally form around the image.

Manufacturer narrative:
Conclusions: the investigation revealed that a defective power supply of the image intensifier was the cause of the image issues. The field service engineer replaced the faulty power supply and the system is now working to specifications.